Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.

Event description:
User facility reported that the pt was transferred from another hospital. When facility attempted to extubate the pt they found the product difficult to remove due to a kink near the suction port area. According to report, the device was successfully removed. Pt received a re-intubation; reporter stated that the pt was under stress as a result of difficulty in extubation. Patient was successfully extubated the following day. No injury or adverse effects reported.